Event description:
It was reported that the asymptomatic patient presented in clinic for a scheduled follow-up. Upon device interrogation at/af episodes were observed due to oversensing atrial lead noise. Programming changes were not made due to stable electrical measurements. The patient was stable throughout the event and will continue to be monitored.